Manufacturer narrative:
Evaluation summary: the complaint device was not received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information requested on 02/26/2010. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "superficial punctate keratitis" (keratitis); "inflammation" (inflammation); "some acuity decreases" (vision impaired). Product problem(s): "none reported" (no information). An optometrist reported on 02/25/2010, that she had 5 patients with superficial punctate keratitis (spk), inflammation and some acuity decreases following use of this product. All patients presented with bilateral and symmetrical spk and had been using the product for a long time before returning to the optometrist with inflammation and some acuity decreases. An ophthalmologist determined that solution toxicity was the cause of the superficial punctate keratitis. Add'l info has been received.